Event description:
On 10/29/96 the pt's monitor did not give an audible alarm when the pt went into ventricular fibrillation. The monitor met the MFR's specs for function and safety. Over the next week clinical engineering tested the monitor and could not duplicate the incident. The monitor was returned to svc on 11/4/96.